Event description:
The tip of the inserter at the laser marking broken during the surgery. The surgeon tried to insert the device but he could not insert it completely without using the awl. When the surgeon tried to remove the device from the bone tunnel and reverse the device, the tip of the device was broken. The backup device (the same product from the other lot no.) Was used and inserted the anchor without using the awl.

Manufacturer narrative:
The complaint device was received and evaluated. Visual inspection confirms that the inserter tip weld broke. This issue has been brought to supplier¿s attention and being investigated under mitek non-conformance. A batch record review has been conducted and the results indicate that this batch of product was processed with an unrelated incident with no link to this complaint and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed (B)(4) similar complaint for this lot of devices that were released to distribution. Should further information be provided in future, this complaint will be reopened and evaluated. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The tip of the inserter at the laser marking broken during the surgery. The surgeon tried to insert the device but he could not insert it completely without using the awl. When the surgeon tried to remove the device from the bone tunnel and reverse the device, the tip of the device was broken. The backup device (the same product from the other lot no.) Was used and inserted the anchor without using the awl.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. In process.